Manufacturer narrative:
No patient sample or reagent was provided for investigation. A retained reagent kit of architect (B)(6) lot 51201li00 was tested in a (B)(6) setup including testing of two (B)(6)panels (core only panel and ns3 only panel), a (B)(6) panel and two commercially available seroconversion panels (zeptometrix (B)(6)). Results of this setup did not implicate that the (B)(6) performance of the lot is (B)(6) impacted. The reagent kit showed normal performance without (B)(6) results. In addition a review for non-conformances and deviations associated with the (B)(6) reagent lot was performed. This review did not identify any non-conformances or deviations. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect (B)(6) reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. (B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) result of 0.03 s/co was generated. Pcr testing was performed and a (B)(6) result of 5.8 was generated. There was no report of impact to patient management.